Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. The device was not in patient use. The device was returned to the manufacturer and the customers complaint was confirmed. The sensor board, flow sensor assembly, blower motor, tubing, and the active exhalation control module need to be replaced. Evidence of water ingress was found in the device. The estimate was rejected and the unit was returned unrepaired to the customer.